Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the pt had pain. When they revised the pt's components, it was discovered that the stem was loose. They removed the stem, head and liner. The shell stayed, a 36f 10 degree liner was impacted. The femoral component used was a depuy aml.